Event description:
The customer was hospitalized with high blood glucose levels, and diabetic ketoacidosis. The customer stated they went to change the infusion set, and the insulin pump was unable to sense the end of the reservoir, and the insulin pump continued to deliver insulin until the reservoir was depleted. The customer tried unsuccessfully three times and put pressur on the lead screw, and was unable to stop it going forward. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown wheter or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.